Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2022, described as "noticed in the last week". Lot #: the cassette could be from potential lot # h21l16031 or h21l10067. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had a hole; there was brown around the hole. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.